Manufacturer narrative:
Pt. Info: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Initial reporter name and address: email address: unknown/ information not provided. Initial reporter name and address: telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected postop refraction. Patient complained about far vision. The target was emmetropia for iol power, but the post-op refraction was sph -0.75 cyl-0.5 and the was myopic. Patient had difficulty driving and the daily activities were "significantly" affected. Patient was temporarily impaired. An explant was performed and the vision improved. Patient pre-operative va values were 0.8 (far), j4 (near) and post-operative va values were 1.0 (far) and j2 (near). There was no delay in treatment or other interventions reported. No further information was provided.